Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature review of: "a comparison of surgical approaches for primary hip arthroplasty: a cohort study of patient reported outcome measures (proms) and early revision using linked national databases" identified the following information with regard to a population of "cementless" total hip arthroplasties that all used depuy corail femoral stems and pinnacle acetabular cups. Specific product codes and lots were not provided, but there was indication that the study selected 36mm ceramic-on-ceramic and 36mm metal-on-metal bearing surfaces, for head and liner combinations. Reports of complications reported within the national registry included the following which were attributed to the cementless products, defined as depuy in the study. There were 127 cases that had unspecified "bleeding complications". There were 213 cases that had unspecified "wound complications". There were 122 cases that had unspecified causes requiring "readmission". There were 34 cases that had unspecified causes requiring "reoperation", but apparently distinct from the final two following revision reports. There were 162 cases that had unspecified "one year all-cause revisions", with a sub-set of 37 cases reported for "one year revision for dislocation". Unk femoral heads and unk acetabular liners (37 of each) will be reported for dislocation. Unk hip implant (162 total) will be reported to address the "all-cause" revisions.